Manufacturer narrative:
The issue was resolved at the customer site by replacing the table keypad membrane switch. The root cause investigation for this issue is in-process.

Event description:
The over head tube crane (otc) centered itself to the x-ray table bucky without any request or action taken by the operator. There was no injury to the user or pt.